Event description:
A nurse manager had several complaints from her patients regarding the "rigidity" in the patient recliners. Approximately 8-10 patients/wife have stated that they do not like the new recliners. The patients/wife were quite passionate about their feedback.specifically, patients have stated:pulley to recline is too hard to manipulatechair abruptly "pops" upchair is too difficult to take out of the recline positiontoo high despite the additional footrest (patient attributes this to his fall)according to the patients, they feel that we should know that this population is older and weaker. Many have stated that they preferred the older chairs with the pull lever on the side. The older recliner chairs were easier for the patient/family to manipulate.======================manufacturer response for patient recliner chair, stryker patient recliner (per site reporter)======================the representative was notified by the nursing unit manager.